Manufacturer narrative:
Correction b5: remove the following statement reported on initial: it was reported that "only IV (intravenous) fluids were infusing through the line and only for a few minutes". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unspecified date "a few weeks ago". Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked coming from the y-site. It was reported that "only IV (intravenous) fluids were infusing through the line and only for a few minutes". It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.